Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The harmonic ace insert was connected and tested with an in-house ethicon generator and failed the self-test. The insert generated error message "replace instrument. Instrument error detected unplug hand piece and replace instrument." The blade was inspected and found to have multiple scratches and indentations, as a result the insert failed the self-test. Additional findings: the harmonic ace insert was found to have a broken blade scratches /mechanical indentations.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but it had not been received as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained. The cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized, not working in the middle of the surgery. The tip was broken and fell into the patient. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected prior to use and no issues were noticed. The surgeon was dissecting when the issue occurred. The issue occurred 3 hours into the procedure and no collisions or issues with the functionality were noticed with the instrument. There was no resistance when removing the instrument through the cannula or cannula damage. The fragment was removed with a laparoscopic instrument. All fragments were removed with no additional surgical procedure required. The procedure was completed robotically.